Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net transmission, ventricular noise episodes on the lv and rv leads were observed. No electrical anomalies were detected. Isometrics and pocket manipulation to reproduce the noise were recommended. No further information available. The lead remains implanted.